Event description:
It was reported that a patient ¿got a little bit of a shock¿ during an acupuncture session about a month ago, when the acupuncturist ¿stuck needles in and hooked up to electricity¿. The patient stated, he wanted to make sure he was not damaging his device and asked if he could turn stimulation off during the procedure. It was reported that the patient had another session yesterday and the patient asked the acupuncturist not to use electrical stimulation, and stated that he thought that she did not. It was reported that the acupuncturist ¿hit a nerve in his leg¿ and the patient said ¿omg¿ and stated that he was ¿gunshy of intense pain¿. The patient stated that was his last acupuncture treatment. It was noted that the patient mentioned prior medical history many surgeries including back surgeries, prostate cancer, and a burst appendix. It was stated that the patient did not remember the dates, but that they "happened in a short amount of time, within 1 1/2-2 years". It was noted that the patient had not been to his healthcare professional (hcp) in a while, and that the stimulator had been working since implant.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).